Manufacturer narrative:
According to the consumer she did not test again. During the call to customer support, it was revealed that the consumer did not perform a control solution test for integrity before use their initial test strips as instructed in our directions for use. Per label copy/ package insert - high or low blood glucose results can indicate potentially serious medical conditions. In case of an unexpected result, you should repeat the test using a new test strip. If the result is still unexpected, or the reading is not consistent with how you feel, contact your hcp and treat as prescribed. Any change in the treatment of your diabetes should be discussed with your hcp. Nova max test strip insert- quality control - checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. - storage and handling keep the nova max glucose test strips vial tightly closed when not in use. Test strips should be stored only in the original vial. Meter and test strips are expected to be returned for evaluation.

Event description:
Complainant called into customer care reporting a high blood glucose reading on (B)(6) 2017 at 6:35 am getting a result of 237 mg/dl. According to the complainant, "she attempted to contact her doctor to ask what she should do about the high blood glucose reading but she was unable to reach him; therefore she took her scheduled dose of 100 mg metformin. She also took two (2) additional tablets of her metformin based on the 237 mg/dl result. The complainant reported "she felt light headed' and scared' about her blood glucose level; so she "consumed water, did some light exercise, and relaxed until she felt better."

Manufacturer narrative:
Complaint could not be confirmed. The consumer did not return the meter and test strips in question. Although the complainant did not return the blood glucose test strips in question, qa retain test strips from the same lot were utilized to complete the investigation. The DHR was complete and contained all relevant data indicating the product put into finished goods met all specifications.